Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure and the procedure was aborted. During follow-up in 2009, the physician reported a uterine perforation was visualized via hysteroscopy following the aborted novasure procedure. The patient was admitted to the hospital "for observation only". No treatment was needed for the perforation. The patient was discharged home the next day. Additionally, the physician reported the patient has been seen on follow-up and "is doing fine". A hysteroscopy and sounding (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable device. No abnormalities were noted and the device passed all inspection criteria prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.